Manufacturer narrative:
Date of event: unknown. This report is for nine (9) unknown veptr implants. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article wagner, l and et al. (2018) detection of bacteria colonizing titanium spinal implants in children. Surgical infections, volume 19-1: 71-77. ((B)(6)) the purpose of this article is to estimate the rate and risk factors of colonization of vertical expandable prosthetic titanium rib (veptr) implants in children and to compare the different methods for detecting microbiologic formation on the spinal implants. This prospective study included 42 children (22 females, 20 males) with spinal deformities with an overall of 95 lengthening surgeries between september 2013 and august 2015. The average age at the surgical intervention was 10.0 (¿ 2.8) years. Complication ¿ seventeen (17) unknown patients were rated positive for bacterial colonization. Nine (9) unknown patients showed conspicuous infectious blood. This report is for unknown - vertical expandable prosthetic titanium rib (veptr) implant. This report is for nine (9) unknown vertical expandable prosthetic titanium rib (veptr) implants. This is report 1 of 1 for complaint (B)(4).